Event description:
It was reported prior to unknown procedure on an unknown date and adhesive was going to be used. The package believed to have an issue with package integrity relating to sterility. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Additional information received: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study : unknown, device property of :none, device in possession of:none. Additional information has been requested and received. Please confirm the number of products involved in the event "1 product was involved and yes the sterility was compromised hence the device was not used. " do all the involved products share the same lot number? If no, please provide the lot number of each involved device? 1 product was involved. Was the sterility of all the involved devices compromised? "Have been informed that the sterility was compromised hence not used but no photos of the device." Additional information has been requested, however not received. Attempts to obtain the product sample, not received to date. If further details are received at a later date a supplemental medwatch will be sent. It was noted sterility was compromised. Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.